Event description:
It was reported that the customer alleged that a pt fell out of a stryker bed. It was reported that the customer was unable to confirm which of the four stryker bed the pt fell from. In addition it was reported that the customer was unable to confirm if the bed alarm sounded when the pt exited the bed.

Manufacturer narrative:
This account has only four stryker beds. It was reported that the customer was unable to confirm which of their four stryker beds in pt fell from. All four beds were visually and functionally inspected and all were found to be working to specification. The serial numbers are: (B)(4).